Manufacturer narrative:
Event date was in 2009. Device implanted (six months prior to event). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A taxus liberte' 2.5x28mm stent was implanted in the left circumflex (lcx) to the left posterolateral (lpl) branch. Approximately six months post-procedure, the patient underwent follow-up coronary angiography, and it was discovered there was in-stent restenosis of the taxus liberte stent. The patient did not present with any symptoms at this time. The restenosis was treated with an apex 2.0x15mm balloon and a non-bsc balloon. No further patient complications were reported. Additional information was requested but is not available.